Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5967-3m adaptor, implanted (B)(6) 2014, 6947 lead, implanted (B)(6) 2010, 4076 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the patient experienced worsening heart failure. The left ventricular lead may have moved because the threshold was high. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.